Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; atorvastatin, calcium, enoxaparin sodium, ferrous sulfate, lisinopril, tamsulosin, and warfarin sodium. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow-up angiography identified a proximal type I endoleak with ~1cm of aneurysm enlargement. It was reported the endoleak was caused by dilatation of the proximal neck causing the device to lose circumferential wall apposition. On (B)(6) 2016, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.